Manufacturer narrative:
Updated fields - b4, e1(initial reporter), e3, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Getinge fse was dispatched to evaluate the unit. On-site inspection of the equipment and fault code records at the hospital confirmed the failure. The safety disk was replaced as it was leaking air. The balloon was not faulty. The equipment passed all factory-specified performance and safety tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra-aortic balloon pump(iabp) had a loop leak fault. There was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name and address: (B)(6). A supplemental report will be submitted upon completion of our investigation.